Manufacturer narrative:
Continuation of d10: product ID harmony-dcs; product lot/serial number (B)(6); product type: delivery catheter system. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter pulmonary bioprosthetic valve, the valve was implanted in the annular position. Following implant, non-sustained ventricular tachycardia was reported. A beta blocker medication was administered to treat the rhythm. Per the physician, the implant depth contributed to the arrhythmia as rows 5 and 6 of the valve frame were in contact with right ventricular outflow tract muscle. The ventricular ectopy lasted for less than 23 hours and the patient was discharged home the day following implant. An echocardiogram performed the day following the valve implant noted trace/trivial paravalvular leak (pvl). No treatment reported for the pvl. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 6 months following the onset the non-sustained ventricular tachycardia had recovered and was resolved.